Manufacturer narrative:
The device history record was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released per new world medical's approved procedures. The sample was not returned to new world medical; therefore, the issue reported could not be confirmed.

Event description:
Per doctor "I needed to apply a lot of force to the eye post-op to get fluid to go through the ahmed and a bleb to form." Patient has severe primary open angle glaucoma (poag). Pre-op iop was 40 mmhg on max drops and po diamox. Post-op day 1 iop was 20 mmhg. Post-op week 1 iop around 20 mmhg and had flat bleb over the tube plate. Post-op week 3 iop 30 mmhg on gtts, and bleb is very low. Patient is on a steroid q2 to inhibit conjunctival scarring, and on prostaglandin inhibitor for iop.